Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents one composix mesh (device #1), a second emdr has been submitted for the second composix mesh (device #2). Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the brand name. Based on the available information, no conclusion can be made. Per medical records review, about 4 years post implant of composix mesh (device #1 & device#2), the patient experienced abscess, adhesions, bowel obstruction, fistula, pain and underwent mesh explant (device #1 & device#2), . The instructions-for-use supplied with the device lists adhesions, fistula as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d6b (explant date), e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: d1 (brand name) this supplemental emdr was submitted to represent the mesh ¿ composix (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ composix (device #1). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of a ventral hernia, two composix hernia mesh patches were implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctors visits, subsequent procedures and severe and permanent injury. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia and scheduled for an open repair. Per the operative report details, "multiple hernia defects were dissected free. Two large pieces of composix meshes (device #1 & device#2) were positioned along the abdomen to occlude all of the ventral defects and secured". (B)(6) 2013 - patient developed fistula, abscess, small bowel obstruction and underwent mesh removal. Per the operative report details, "pus was emanating from the area around the umbilicus. The mass was obviously a large piece of rolled up marlex (device #1 & device#2), which was then sharply separated. The mesh extended into the mesentery of the small bowel. There were at least six separate loops of small bowel densely adherent to the multiple folds in the mesh were sharply separated. There were several possible fistula sites which were separated from the mesh sharply and the mesh was then carefully removed (device #1 & device#2). There were several intraabdominal abscesses associated with the mesh which were all drained and irrigated". Attorney alleges that patient had abscess, adhesions, bowel/intestinal obstruction, fistulae, infection, pain and underwent mesh explant.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents one composix mesh (device #1), a second emdr has been submitted for the second composix mesh (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of a ventral hernia, two composix hernia mesh patches were implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctors visits, subsequent procedures and severe and permanent injury.